Event description:
It was reported that the pt had an occluded catheter; the occlusion was in the distal portion. It was noted that on (B)(6) 2011, it was not possible to aspirate the catheter. The pt's doctor replaced the catheter on (B)(6) 2011. The symptoms that the pt experienced due to the occluded catheter were increased spasticity and increased pain. The pt had to be hospitalized due to the catheter issue. The drugs in the pump at the time of the event were dilaudid and baclofen, both at 400mcg/ml delivered at 125mcg/day.

Manufacturer narrative:
(B)(4).